Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. An inspection of the returned photograph was performed and it was determined that the photograph provided evidence of a separation between the tubing and the male luer. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set was observed to have the tubing separated from the connector. The reporter stated that the device was separated during a disconnection of a product testing. There was no patient involvement no additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which revealed the tubing was separated from the male luer. The reported problem was verified. Examination of the sample was performed and noted that the solvent was not applied uniformly in the circumference of the tube. The cause of the condition was due to an incorrect assembly between tubing and male luer. In the automatic assembly process the cause is related with a failure in the machine solvent system. Should additional relevant information become available, a supplemental report will be submitted. . Should additional relevant information become available, a supplemental report will be submitted.